Manufacturer narrative:
Although the exact type of treatment administered is not known, it can be presumed, due to the sized of the burn that the treatment administered qualifies as medical intervention. Further, since evaluation results are not available as of this report, it is presumed that the device malfunctioned and that the malfunction could possibly cause/contribute to a serious injury, should it recur. As of this report, the device has not been returned for evaluation and the lot number is no known for retained-product testing and/or DHR review. Further info pertaining to this event will be reported if it becomes available.

Event description:
It was reported that a patient's gingival tissue sustained a 6cm burn during periodontal treatment with a cavitron insert. The patient was administered "anti-phlegmatic / pain" medication though further detail is not available as to this report.